Event description:
Complaint alleges that the centimeter markings are coming off the tube after the pt has been intubated for 3-4 days. Complaint alleges that the hospital had 2 cases of self-extubation due to gradual dislodgement that went unnoticed because of the markings being gone. No reported pt injury.

Manufacturer narrative:
There is no product sample for investigation, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.